Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as severe calcification and plaque in the aortic neck. It was reported that upon the final angiogram the right renal was occluded. The CT revealed that the right renal artery was 3-5 mm higher than the left, and the stent graft was implanted just below the left renal artery. The physician was able to cannulate the right renal artery and implanted a racer stent, 6 x 18 and the vessel was reopened. The physician believes that during the modeling of the stent graft with a balloon there may have been some plaque or calcification pushed up into the orifice of the renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (emboli), patient's condition affected effectiveness of device (anatomy related; pre-existing plaque or calcification in the proximal neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pre-existing plaque or calcification in the proximal neck).